Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hyperglycemia, with a highest blood glucose of 486 mg/dl that persisted for a couple of hours, most notable in the afternoon and evening; the user changed the insulin cartridge and tubing the night prior and reported that glucose levels eventually decreased, and a review of therapy reports was requested for optimization. Symptoms included thirst, dry mouth, and tingling; ketone testing was performed and was normal. Outcomes included no use of back-up therapy and no medical intervention. Investigation included troubleshooting and education with referral to review device data. Investigation of this case revealed an unclear cause of hyperglycemia without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.